Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as the reported event was against the meter bag. This report is being submitted as additional information. The reported event was confirmed cause unknown. No actions can be taken at this time since a root cause was not identified. Visual evaluation of the returned two-photo sample noted one opened (with original packaging), urine meter drainage bag. Visual inspection of the sample noted that the sample received for this record is different from the sample that was reported. The first photo sample that the vent filter was missing from the drainage bag which created the hole. The second photo shows the product packaging information. This does not meet specification per which states missing, damaged, leaking, torn, broken, incomplete or incorrect components are not permitted, the clamp must be closed. A DHR review is not required as the lot number is unknown. The instructions for use were found adequate and state the following: intended for use in the drainage and/or collection and/or measurement of urine. Generally, drainage is accomplished by inserting the catheter through the urethra and into the bladder. However, drainage is sometimes accomplished by suprapubic or other placement of the catheter, such as a nephrostomy tract. Sterile unless package is opened or damaged, except for any individually packaged components within the tray which are not labeled as sterille. These components are not terminally sterilized. Warning: do not use if allergic to iodine. For urological use only. Warning: on catheter, do not use ointments or lubricants having a petrollatum base. They will damage silicone and may cause balloon to burst. Correction: d, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that surestep tray had large hole in the top of the collection bag.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that surestep tray had large hole in the top of the collection bag .